Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The no delivery alarm was resolved with an infusion set and reservoir change. The insulin pump had a priming anomaly. He changed out the infusion set and the piston was not pushing insulin out. The displacement test passed but the piston was still at the bottom. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.